Event description:
Olympus was informed that when a laparoscopic appendectomy procedure was about to start, the image disappeared completely. The physician switched to an open appendectomy and removed the pt's vermiform appendix. There was no pt harm reported, and the pt was discharged from the hospital.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval did not duplicate the users experience of image loss. However, there was evidence of fluid stain on the video connector socket, which likely caused or contributed to the user's experience. The device was serviced and was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.